Event description:
Problem breathing with machine usages. Build up of mucus in the throat over seven years. Problem continued to worsen. Reported the issue to several doctors but nothing was resolved. I took myself off the machine about four months ago. Machine was smelling funny and causing me to "breath" in fumes. Which tasted bad. I began to have heart issues and ended up in the hospital with pneumonia. I had covid-19 symptoms. I explained it was me using the breathing machine. I had began to have a funny taste in my mouth while on the machine. Constantly talking in my sleep. I still have the machine. (B)(6). FDA safety report ID# (B)(4).